Event description:
It was reported while using bd vacutainer® push button blood collection set, an unspecified number of devices have cracked luers and are leaking. There was no health impact or consequences reported.

Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b. Jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd did not receive any samples or photos for investigation. Therefore, ten retained samples were visually inspected, and no cracked female luer adapter was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. While bd did not confirm this complaint for the indicated failure mode of damaged/cracked/product/component, bd has initiated further root cause investigation relating to this issue through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.